Manufacturer narrative:
The catheter was returned for evaluation. The clinical observation was confirmed. A portion of the catheter's distal end was not returned as this segment was reported to remain within the patient. The tubing material at the separated end exhibited stretching and necking. The appearance of the catheter is consistent with separation caused by catheter over-pressurization due to a high flow rate. The lot history record has been reviewed and no quality issues were noted. The instruction for use (IFU) includes warnings/information regarding catheter over-pressurization. (B)(4).

Event description:
Medtronic (covidien) received information that during the treatment an arterio-venous malformation (avm) in the arteria carotis externa face nose area, the distal tip of this catheter ripped and remained inside the patient where embolization occurred. It was reported that 100 % contrast media was used with a 1ml syringe and flow was about 1ml/4sec when the doctor felt very small resistance and realized the distal tip of the catheter was ripped. It was further reported the catheter was evaluated prior to use. No kink or damage was noted on the catheter. No other embolization material was placed in the catheter. There were no patient complications reported.